Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Additional information: the device has exceeded its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 15-may-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10f, serial number (B)(6) in china within the apac region. The angulation knob was too stiff to operate while inserting the endoscope into the patient, and angulation could not be performed. Therefore, the physician explained the situation to the patient and replaced the endoscope to resume the procedure. The procedure time was extended, which also prolonged the patient's discomfort. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D4: the UDI number is not available because the device was manufactured before the implementation of UDI regulations. H4: the device manufacture date is not available because the device was manufactured before the implementation of UDI regulations. Correction information. B4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. H4: device manufacture date. H11: evaluation summary. Evaluation summary the event that occurred is tight angle knob. The pentax engineer consulted with hospital staff and identified the malfunction during use. Fortunately, no harm was caused to the patient, and the examination was completed using a backup device. Based on the investigation, a potential root cause of this failure is that, due to the curvature and angulation of the colonoscope, the insertion flexible tube (ift) was deformed and the internal angulation control wire was also damaged, resulting in tight angulation. The device was repaired by a third party and returned to the hospital. The hospital was reminded to conduct a comprehensive functional evaluation of the colonoscope prior to use, and to ensure that the device is only utilized upon confirmation of full operational functionality. Furthermore, it was recommended that the equipment be returned to the original manufacturer for professional maintenance. The investigation was completed and the device was returned on 10-jun-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi under normal conditions. During the final inspection, rework was performed to readjust the angulation due to not-well angulation of curving. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual shipment were confirmed on 22-may-2013. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.